Event description:
The physician tried to place the stent in the lesion area without success. They then withdrew the stent and observed that there was a physical defect on the coronary stent, the proximal tip was bent. They used another stent to finish the procedure. There were no reported pt injury.